Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. Upon initial examination of the device, it was observed that the device would not charge the defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that a capacitor, designator c103 from the therapy pcb assembly was burned. Physio then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio was unable to determine if the burned capacitor was the cause of the reported failure because the therapy pcb was not returned to the failure analysis center for further evaluation.